Event description:
Additional information was received from the patient. It was reported that they don't know the cause of the issue, they just know that one by one it stopped working. They wish it was removed. The issue has not been resolved. To resolve it, they need to remove it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name specify surescan; product ID 977c165 (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient said the pain is circled around right where the little robot disk is in his back. Patient said it has been happening for a while and they want it out. Patient wanted to know how much it would cost to get the stimulator removed. Patient stated he is taking a lot of medication (dilaudid) and he still have pain. Patient stated the electrodes on the lead have burnt out. Agent confirmed " robot disk" meaning ins area. Agent emailed physician listing. The patient was redirected to their healthcare provider to further address the issue.